Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the device had to be ¿reset¿. The patient stated that the device had not worked well in the past, even after resetting it. They noted that it still was not working well. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported she has had her device set and reset and it was not working well. Patient called someone for assistance and never had return call. Patient reported discussing with healthcare provider (hcp) about therapy and hcp called the rep to reset the device and she wanted the rep to come out to her home because she did not want to set up an appointment with hcp because hcp does not do anything. Patient stated she was having a hip surgery on (B)(6) 2018 and she did not want to run to the bathroom, she goes to bathroom 2 times in an hour and wanted to go less. Patient was offered to use pp to adjust setting and patient said they had trouble with resetting it in person, and that it would not be helpful over the phone. It was reviewed with the patient that reps can not meet patients at home. Patient was redirected to hcp to schedule an appointment with rep. No further symptoms or complications reported or anticipated.